Event description:
It was reported that the patient experienced persistent hyperglycemia around 200 mg/dl after a low-carbohydrate meal while using an ilet system; the patient had changed the infusion set earlier without priming the tubing, and the agent instructed the patient to disconnect from the body and prime the tubing until drops were observed. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed user setup error consistent with unprimed infusion tubing leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.